Event description:
Information received indicated when the brakes were activated the casters would still swivel.

Manufacturer narrative:
The hill-rom technician replaced the foot brake casters to resolve the issue.